Event description:
Information received by medtronic indicated that the customer reported water in the pump. No harm requiring medical intervention was reported. Troubleshooting was performed and the pump will not be returned for the analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. On (B)(6) 2023, the customer alleged pump expose to moisture, blinking when turned on and hissing. The test p-cap locks properly into the reservoir compartment. Pump received with pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads during the visual inspection. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. No blinking and hissing during testing. Successfully downloaded history files and traces using thump and found one error registered only by bootloader in error dump: main_hal_hw_erorr ( 0x0000004f). Pump was cut open to perform visual inspection and found moisture on the electronic assembly, vibrator, battery tube, motor assembly, keypad assembly, internal battery and the force sensor. In summary, in the pump history and trace found one failures led to open book due to moisture damage on the electronic assembly. Pump expose to moisture confirmed. Pump blinking and hissing not confirmed. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.